Event description:
The customer alleges that the blue pilot cuff was difficult to deflate and it came out semi-deflated requiring manual pressure to remove it. No report of pt complications or injury.

Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for eval at the time of this report.